Manufacturer narrative:
Correction: in block b5 in the initial report, it erroneously states that the patient underwent bilateral explantation and replacement on 05-jul-2020. The correct date is (B)(6) 2010. On (B)(6) 2020, mentor received additional information about the event: the date of event is (B)(6) of 1995 the patient age at the time of event is 21 years old the patient reported that she had developed pain in both of her breasts. In addition, she reported that her right breast was warm to the touch. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: bilateral breast prosthesis rupture. (B)(4).

Event description:
It was reported that a hispanic female patient underwent a primary breast reconstruction procedure with a mentor memorygel breast implant 450cc gel breast prosthesis (left device) and a mentor memorygel breast implant 400cc gel breast prosthesis (right device) that both ruptured after implantation. Bilateral rupture was diagnosed by radiology report findings. As a result, the patient underwent bilateral explantation and replacement with a mentor memorygel breast implant 400cc gel breast prosthesis and a mentor memorygel breast implant 350cc gel breast prosthesis on (B)(6)2020. This medwatch report is for the patient¿s right breast prosthesis.